Event description:
Complaint alleged that while attempting to monitor a patient (age & gender unknown) the device restarts every time ambulance hits a bump in transport. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not confirmed. The battery interconnect board was replaced as a precaution. The device was returned to the customer.